Event description:
It was reported that the tip of the screwdriver was broken. Our distributor has alleged that ,the surgeon could not take out the broken part of the item.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional information becomes available a supplemental report will be issued.